Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm. Customer reported changing their set, but the alarm persisted. The customer's blood glucose was unknown at the time of incident. Troubleshooting found insulin was able to exit during a fixed prime. It was also found the customer had a bent cannula upon removal of their infusion set. The customer agreed to return the product for analysis.